Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported possible allergic reaction. They stated their gums were red and the aligners caused a burning sensation while in and would stop when removed. Their dds advised them to stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.